Event description:
Bone cement set to slowly causing a surgical extension of more than 15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.